Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable lipid panel results for 1 patient sample tested on cobas 6000 c (501) module. Of the data provided, only the chol2 cholesterol gen.2 (chol2) data provided was a reportable malfunction. The initial chol2 result was 4 mg/dl. On (B)(6) 2018 the repeat chol2 result was 206 mg/dl, with a data flag. The erroneous result was released outside of the laboratory. The repeat result was deemed to be correct. There was no adverse event. The chol2 reagent lot information was requested but was not provided. The field engineering specialist determined that the rinse mechanism and the gear pump pressure needed adjustments. The gear pump pressure and the cuvette control volume were adjusted. The sample syringe drive and the sample pipettor assembly were lubricated. Instrument check testing was performed and all results were acceptable. Calibration and qc testing was performed with acceptable results.